Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it is likely the result of aging deterioration occurring by being hit with a hard object or by accumulating loose stress, which led to breakage of the connectors. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the endoscope reprocessor e1 / e2 / retaining rack and labels on this unit are damaged. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.